Event description:
It was reported that the unit does not stop at 45 degrees. No injury reported. A field engineer was dispatched to the site and determined that the c-arm rotation switches needed to be adjusted. Once this was completed, the system was working as intended.